Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: rootcause: from the information received and the analysis performed regarding this case, the most probable root cause. Could be identified as very difficult patient's conditions resulting in increasing higher pressure limits to reach. The selected tidal volume for the patient. No malfunction of the device could be identified and the device was further used for two more days. Correction: no part was replaced. The device was tested and calibrated by a certified service technician.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: after orotracheal intubation, the patient was connected to the ventilator. However, the ventilator failed to deliver any volume to the patient. After several minutes of searching to find the cause of the problem (tube in the wrong place? Defective breathing tube? Blocked tube?) And despite the ventilation provided by the bavu, the (fragile) patient went into cardiac arrest and was resuscitated after 5 minutes of low flow. Summary: no volume delivered.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: after orotracheal intubation, the patient was connected to the ventilator. However, the ventilator failed to deliver any volume to the patient. After several minutes of searching to find the cause of the problem (tube in the wrong place? Defective breathing tube? Blocked tube?) And despite the ventilation provided by the bavu, the (fragile) patient went into cardiac arrest and was resuscitated after 5 minutes of low flow. Summary: no volume delivered.